Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ECG's non-functional) has been confirmed. Upon investigation the electrode belt did not pass an ECG fall-off test. The cable connecting ECG was pulled from the strain relief, severing all wires in the cable. The root cause for the strained cable was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.